Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 03/18/2010. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service.

Event description:
The customer reported that an infusion of kphos was programmed at 9:16:19 at the rate of 62.5ml/h until 12:26:57 at which during a reprograming of a rate at 5ml/h the soft max duration alert fired (indication at this rate slower/running longer than expected) at which the channel turned off. The original vtbi was 250ml. At the conclusion of this phase there was 177.5ml delivered over a total duration of 3:10:43. The programmed dose was 15 mmols (0.06mmol/ml)with 15mmols/250ml. The customer reported they have no additional details on the remaining volume in the bag. There were countless patient side occlusion alarms through the infusion duration which required clinician intervention to restart the infusion. There was no report of patient harm.